Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. It was alleged that the battery compartment was cracked and there was moisture in it. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/26/2017 with the following findings:a review of the black box showed evidence of a short battery life leading to a call service 128 alarm. The battery compartment was cracked at the threads on the side. The battery compartment cap was not returned. A test battery cap fit to the pump. Evidence of moisture corrosion was found in the battery canister. The battery cap was undamaged and was able to fit. The pump alarmed with a call service 177 warning upon confirming the verify screen the pump cover was removed to find no further moisture ingress. The currents were reading within specifications. The short battery life complaint was duplicated.